Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ¿mirror noise" on the atrial lead and right ventricular (rv) lead. It is suspected the two leads are rubbing together. No intervention was taken and both leads, the atrial lead and rv lead, remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.